Event description:
It was reported there was an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced by the customer to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: hcs madison - (B)(4).